Event description:
Experimental surgeries. Parents not informed. (B)(6), seizures unstoppable. Break out of (B)(6) so bad in her mouth (B)(6) 2007; mouth could not close because what looked like a bunch of blood clots. We were never informed of these diseases. Engineered valve first of its kind by cryolife inc. Tissue implanted at (B)(6) by dr (B)(6).